Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device's lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. The device log does not capture display related issues. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be read. Complainant indicated that there was no patient involvement in the reported malfunction.